Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor showed greater than six hours in atrial fibrillation. The histogram shows four hours in atrial fibrillation. The electrogram showed only one episode of oversensing on the atrial lead. The lead and device are still in use. No patient complications have been reported as a result of this event.